Event description:
Pt experienced a vaginal irritation after using lifestyles ultra sensitive with spermicide condom, in which pt had to seek medical attention. Pt has not been sexually active for the past six years.